Event description:
The end user reported that the wafer was difficult to removed resulting in tearing a small amount of skin under mass. She stated that after two days were time, she noticed that her stool was backing up under wafer and therefore, she removed her wafer. She used some stomahesive powder to area and it is now healed and her skin is intact. It was reviewed to use protective barrier wipes, adhesive remover wipes and the use of powder. Also, discussed covering filter on pouches up half way to avoid pancaking. As well as discussed normal wear time of wafers.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/event details had been provided to date. Should add'l info become available a f/u report will be submitted.